Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use in an in-stent restenosis. During the procedure, it was noted that the balloon ruptured at 1atm within a few seconds at first inflation. At per the physician's opinion, "looks like it was already ruptured at the time of the first expansion, and it must have ripped when it was brought in." The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications reported, and the patient was good post procedure.